Event description:
It was reported that the atrial lead is dislodged. The physician decided not to reposition the lead due to the patient being in atrial fibrillation. It was further noted that there was no capture at the highest output. Reprogramming was made to vvi and the patient is closely monitored every three months. The lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.